Manufacturer narrative:
Physio-control evaluated the device. From the downloaded electronic patient record it was observed that the device indeed powered off. Physio could however not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was then returned to the customer. The customer provided additional information and confirmed that the device was used together with a modem. The modem however was not returned to physio-control for further evaluation. A shorted modem cable can cause a lifepak® 15 monitor/defibrillator to power off. As the modem was not returned, a conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off by itself several times when they used it on a patient with stemi. It was reported that there was no adverse patient outcome.